Manufacturer narrative:
Further investigation of the customer's issue included a review of the complaint text, a search for similar complaints, review of instrument logs, review of manufacturing records and a review of labeling. Customer service reviewed the customer's instrument logs and noticed that the customer had been using around 117 to 119 tests out of a 100 test bottle during the initial testing when the results in question were generated. The customer agreed that misuse of the reagent possibly contributed to the initial false negative results as retesting of both patient samples with a fresh kit of the same reagent lot gave the expected reactive result for all assays impacted. No testing was performed as a user error occured and the customer was testing outside of labeling. Review of complaint activity did not identify any adverse or non-statistical trends for the architect hbsag assay. An increase in complaint activity was not identified for reagent lot 71080fn00. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. Additionally, labeling was reviewed and sufficiently addresses the customer's issue. Based on the available information, no systemic issue or deficiency of the architect hbsag assay was identified.

Manufacturer narrative:
This report is being filed on an international product, list 6c36, that has similar products distributed in the us, list numbers 1l80 and 4p53. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported they obtained initial (B)(6) results on the architect hbsag and anti-hbc ii assays. The customer indicated the samples were retested and generated (B)(6) results for both retests. The customer provided the following discrepant results (initial and one retest) for the two patients. Sample 1 from a (B)(6) year old male. (B)(6). Note: this patient also had an (B)(6) architect anti-hbc ii result. Refer to the related submission filed on the architect anti-hbc ii medical device. Sample 2 from a (B)(6) year old female. (B)(6).